Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the pulse generator header would not fully accept an atrial lead. The device was not used and a new device was successfully implanted.